Event description:
It was reported that the customer had leakage at the reservoir. Customer could not determine where the leak occurred but he thinks it is at the septum area. Customer's blood glucose was 9.4 mmol/l. Customer did not notice the leak while filling the reservoir but rather when priming. Customer had the same issue with 3 reservoirs in a row coming from the same box. Customer explained that he lost a lot of insulin as the reservoir could not hold more than a quarter. Customer had to exchange the infusion set every time he changed the reservoir. Customer confirmed that there were no cracks or damage on the reservoir barrel itself. Customer did not keep the 3 reservoirs and requested to exchange the remaining box. Customer was advised that a replacement will be sent. Customer will send the remaining box for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.